Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr 2.25 x 28mm stent delivery system was returned for analysis. The stent was returned separated and detached from the device. A visual examination of the crimped stent found the that stent appeared kinked in sections, towards one end of the stent some struts were crushed and distorted, the first strut on the other end of the stent appeared to open outwards. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed the maximum crimped stent profile measured within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a coronary artery. After a guidewire was crossed the lesion, a 2.25x28 synergy drug-eluting stent was advanced along with the guidewire outside the patient; however, resistance was encountered. Then it was noticed that the stent was dislodged and it was found on the guidewire. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a coronary artery. After a guidewire was crossed the lesion, a 2.25x28 synergy¿ drug-eluting stent was advanced along with the guidewire outside the patient; however, resistance was encountered. Then it was noticed that the stent was dislodged and it was found on the guidewire. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.